Manufacturer narrative:
Eval summary: the analysis results found that the el5ml device (a) was rec'd in good visual condition. When testing the device for functionality it was noted to be empty and the lockout was fired through. The analysis results confirmed that one el5ml device (b) was rec'd in good visual condition. After a simple actuation of the firing trigger, the device released conforming clips without any difficulties. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process. Instrument a: empty.

Event description:
It was reported during a cholecystectomy procedure that the device did not have all the clips and when used it locked. No further info was provided. There was no adverse pt consequence.